Event description:
Boston scientific received information the procedure to implant this lead, the patient experienced 10-15 seconds of asystole. A lead was placed in the patients ventricle for pacing support while the implant of this lead was finished. There were no adverse patient effects from the asystole. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.